Event description:
The sheath unraveled in the patient's arm and I was unable to remove the sheath. Sheath was eventually able to be completely removed. Resulted in a small hematoma, evaluated by vascular surgery. No lasting injury to patient.